Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 54 mg/dl. The customer reported hypoglycemia was treated with glucose tablets. The customer also noticed a significant discrepancy between the sensor glucose and blood glucose values. The event involved product(s) mmt-7040a, mmt-332a, mmt-244a, mmt-1884l. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 193mg/dl and sensor glucose value of 77mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-244a, mmt-1884l.